Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no serious patient harm or injury that occurred or was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was duplicated. The error log was checked and an error code related to charging was found. Evt_supercap_failed means there is an issue with the supercap or the charging unit. The device's system board was replaced to address the issue.